Manufacturer narrative:
The service technician adjusted the break screw, break pin, and spring arm.

Event description:
During a surgical case the trulight lamp head did not hold its original set position. The lamp head drifted and lightly bumped the anesthesiologist. The incident caused no injury that would require medical treatment.